Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma. A revision surgery is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.